Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank, and the battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the screen was observed to be fully illuminated and fully functional at startup. Complaint of blank screen was unable to be duplicated during investigation. Multiple alarms in history settings were observed following a replace battery alarm. Slave processor was unable to be uploaded. Pump information from date of product issue had been overwritten in black box.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.